Event description:
A customer reported to beckman coulter, inc. (Bec) that approximately 1ml of fluid leaked inside the right door of the coulter hmx hematology analyzer. The leak was contained within the instrument. The customer was wearing gloves, a lab coat, and face-shield at the time of the occurrence. There was no injury or exposure, and medical attention was not sought. Msds was not reviewed, but the facility has an exposure control plan. No erroneous patient results were generated. The field service engineer (fse) found the restrictor tubing came off the check valve on the sweep flow reservoir and shorted out solenoid vl5. The fse reattached the tubing, replaced the solenoid valve, and flushed out the vacuum system to resolve this issue. Service activity performed was verified per established procedures, and the results met the published performance specifications.

Manufacturer narrative:
(B)(4).